Event description:
On the remote f/u file date (B)(6) 2013, there was nor egm neither charge time displayed. An explanation is required.

Manufacturer narrative:
(B)(6), 2014. This event concerns a device that was manufactured and used outside the united states. Analysis is pending.